Manufacturer narrative:
A direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital with a low hemoglobin of 5.4 g/dl. Gastrointestinal bleeding was suspected. At the time of the event, the patient¿s anticoagulation regimen included aspirin and warfarin. On admission, anticoagulation was held temporarily and the patient was transfused with 2 units of packed red blood cells. On (B)(6) 2018, the patient produced a black stool after receiving an enema. A colonoscopy was performed on an unspecified date, but source of bleeding was not confirmed. The patient was discharged to home on (B)(6) 2018 with usual standard of care and anticoagulation resumed. No additional information was provided.